Event description:
Per complaint (B)(4), the patient stated that they felt numb. The doctor noted possible nerve impingement with implant approximately to the inferior alveolar. The implant was extracted.